Event description:
On (B)(6) 2008, a customer reported an electrical short, with sparking and smoke, occurring with the powervar, an uninterrupted power supply (ups). The powervar is a component of the coulter lh 500 hematology analyzer. The coulter lh 500 hematology analyzer was powered off at the time of the incident. The operator was shocked by the powervar while attempting to unplug the power cord from the ac outlet. The fire department was called in and the powervar was disconnected from the ac outlet. The operator did not seek or need medical treatment. There were no reports of death or serious injury as a result of this event.

Manufacturer narrative:
(B)(4). On (B)(4) 2006, the field service engineer installed a new ups and verified instrument performance. The root cause for the ups electrical short, sparks and smoke is unk. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events.